Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative (rep) reported the patient was at a programming appointment and they were unable to communicate with the implantable neurostimulator (ins) using the patient programmer or the clinician programmer. The rep stated that the patient did not use the patient programmer, so the issue being unable to communicate was discovered on the day of the report. It was reviewed to try using another clinician programmer to try to check the device, and possibly in another room. The rep stated that the patient did not have a return of symptoms that were treated by the ins. The ins was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.